Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g3, g4, g7, h2, h3, h6, h10 the event was confirmed with product received. Upon evaluation, the threaded bolt of the inserter is fractured. The fractured portion is seized in the shell provisional. The cup positioner and provisional exhibits wear & tear that indicates repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. This issue was previously analyzed and identified that the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device would not disengage from the shell. The device fractured while attempting to remove from the shell. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign reporting source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device broke off while attempting to remove the device from the shell. Attempts have been made and additional information on the reported event is unavailable at this time.